Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00533.

Event description:
It was reported that a torque limiting handle did not limit the torque output during surgery and caused a driver to twist. The procedure was completed using an alternative driver shaft with the same handle. There were no reports of patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Additional information: (ethnicity), (method, results, conclusions) - the returned driver was evaluated. The tip of the driver is twisted in a manner consistent with being used for screw removal. The cause can likely be attributed to greater than expected forces being applied to remove the screw from the bone after being implanted. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a torque limiting handle did not limit the torque output during surgery and caused a driver to twist. The procedure was completed using an alternative driver shaft with the same handle. There were no reports of patient impacts associated with this event. This is report one of two for this event.